Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd¿ slip-tip syringe with attached needle plunger was loose and "gattex" couldn't be drawn up into it, instead only pulling up air during use. Additionally, it was reported that the "orange part" between the needle and barrel was "not tight". Lot#'s 9076761, 9070752, and an unspecified lot were reported to have been involved in this event, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter: ""the syringes we use to draw up the medicine can't draw the gattex and we can't stop sucking up air." "He also stated that it seems the orange part (between the needle and syringe barrel) is not tight. He stated that sometimes he plays with it and it works and sometimes it doesn't. He puts the needle straight into the stopper to remove the liquid. He said he noticed that prior to inserting the needle into the stopper, when he draws air into the syringe as needed, he can't even get air into the syringe." "He also stated that it seems the orange part (between the needle and syringe barrel) is not tight. He stated that sometimes he plays with it and it works and sometimes it doesn't. He puts the needle straight into the stopper to remove the liquid. He said he noticed that prior to inserting the needle into the stopper, when he draws air into the syringe as needed, he can't even get air into the syringe".

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9076761, medical device expiration date: 2024-02-29, device manufacture date: 2019-03-17, medical device lot #: 9070752, medical device expiration date: 2024-02-29, device manufacture date: 2019-03-11, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ slip-tip syringe with attached needle plunger was loose and "gattex" couldn't be drawn up into it, instead only pulling up air during use. Additionally, it was reported that the "orange part" between the needle and barrel was "not tight". Lot#'s 9076761, 9070752, and an unspecified lot were reported to have been involved in this event, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter: "the syringes we use to draw up the medicine can't draw the gattex and we can't stop sucking up air." "He also stated that it seems the orange part (between the needle and syringe barrel) is not tight. He stated that sometimes he plays with it and it works and sometimes it doesn't. He puts the needle straight into the stopper to remove the liquid. He said he noticed that prior to inserting the needle into the stopper, when he draws air into the syringe as needed, he can't even get air into the syringe." "He also stated that it seems the orange part (between the needle and syringe barrel) is not tight. He stated that sometimes he plays with it and it works and sometimes it doesn't. He puts the needle straight into the stopper to remove the liquid. He said he noticed that prior to inserting the needle into the stopper, when he draws air into the syringe as needed, he can't even get air into the syringe".